Event description:
Additional information was received on 25 jul 2023: the procedure was completed on another day.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, to update section h3 and to provide the completed investigation results. One r2p sheath and dilator assembly was returned to for assessment. The sample was subject to visual analysis. The dilator is inserted and locked into the sheath. There is a kink on the sheath 0.7-1.0 cm from the sheath hub. The hub is screwed in tight to the sheath. No other damage is noted on the sheath. The complaint can be confirmed for sheath damage because the returned sample is kinked near the hub. The exact root cause cannot be determined. The likely root cause is the sheath kinked during the procedure and prevented the balloon from advancing. The sheath used during the procedure was expired and terumo does not validate the use of devices after expiration. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A4: weight: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p device was used during a left brachial access approach for treating a right ostial sfa. The balloon was not able to be advanced because the sheath had kink. The procedure could not be completed. Estimated blood loss was less 250 ccs. The patient was not injured, medical or surgical intervention was not required. Patient condition was stable. Procedure had to be stopped. The event occurred intra-operative.